Manufacturer narrative:
This report is submitted on august 19, 2022.

Event description:
Per the clinic, the patient experienced no benefit from activation and subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 30, 2022.